Event description:
Health professional reported that after injection of juvederm ultra plus xc in the glabella area, there was blanching and pain at the injection site and also a bruise above the right eye. Pt was treated with vitrase, medrol dosepak, aspirin and a warm pack. Supplemental info: health professional reported the prescribed treatments were to both hasten the resolution of symptoms and to prevent permanent damage. The symptoms have not resolved at this time.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device eval summary: batch# h30l694996 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.